Event description:
Patient was receiving a rituximab infusion in an outpatient oncology clinic. The infusion was being delivered by a baxter colleague cx infusion pump. The medication infusion bag was empty, with air in the IV tubing. The IV pump did not alarm that it sensed air in the tubing; it continued to attempt to pump a few drops of fluid back and forth in the tubing. There was 16cm of blood backflowing from the patient's IV site into the IV tubing; the pump did not alarm that there was an occlusion. The infusion rate was set at 157ml/hr; at the time the rn noticed the bag was empty, the volume to be infused was 20ml; several minutes later, it still registered 14mls to be infused. No adverse outcomes were experienced by this patient, as the rn was present to attach a new solution bag and remove the air from the IV tubing.: dates of use: 14 days.